Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a failed test step occurred on a trilogy ev300 ventilator. The device was not in use on a patient at the time of the occurrence. The trilogy ev300 ventilator was evaluated by a third-party service center and during fco remediation the unit failed the initial testing. Remediation cannot be completed until unit repaired. The system does not meet the specification for the performed service and is not returned to use. Further evaluation and repair is pending the customers approval. If additional information becomes available, a supplemental report will be filed. New information: the trilogy evo ventilator was evaluated at the manufacturer service center (bench). During the fco remediation the unit failed the initial testing. A diagnostic test was performed by the service engineer and an error code in relation to "fio2_sensor_railed_low " was recorded in the device event log. The fio2 sensor is used for monitoring purposes only and does not affect therapy. The service engineer replaced the system board and fio2 tubing kit, in addition, the two in-line proximal filters and the 3-way solenoid valve are contaminated and were replaced to resolve the issue. Additionally, the software was upgraded to version 1.05.15.00. The system meets the specification for the performed service and is returned to use. Box h coding has been updated. The reported failure of fio2_sensor_railed_low is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received information alleging a failed test step occurred on a trilogy ev300 ventilator. The device was not in use on a patient at the time of the occurrence. The trilogy ev300 ventilator was evaluated by a third-party service center and during fco remediation the unit failed the initial testing. Remediation cannot be completed until unit repaired. The system does not meet the specification for the performed service and is not returned to use. Further evaluation and repair is pending the customers approval. If additional information becomes available, a supplemental report will be filed.